Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that a cable was damaged.

Event description:
Reportedly, the telemetry head of the home monitor does not turn on while the status light is green. Preliminary analysis revealed that a cable was damaged.

Event description:
Reportedly, the telemetry head of the home monitor does not turn on while the status light is green. Preliminary analysis revealed that a cable was damaged.

Manufacturer narrative:
Upon reception, the subject home monitor was tested and the reported behavior was partially confirmed: the telemetry head remained off while the pit button turned red. The telemetry head was then replaced by a reference head, and the lights on the head turned on. In addition, the pit button was still red. Based on available data, the observed issue most probably resulted from a damaged cable, which led to numerous communication errors between the home monitor and the telemetry head and eventually saturated the memory of the subject device. However, this hypothesis could not be confirmed with certainty, as the subject home monitor is permanently damaged.